Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. Additional information requested regarding the patient's condition. No additional information received at the time of this report. All ezb balloon catheters are 100% inspected for air leakage during cmi production. And one of the inspection criteria is 100% go no go to test of balloon diameter. The balloon must have a diameter between 17 mm and 29 mm. Cmi did a testing with one sample ez-blocker from production to check balloon diameter inflated up to 20ml as stated in complaint report. The balloon inflated up to 20ml could easily pass the go no go gauge. Estimated date of follow up report is (B)(6) 2015.

Event description:
The customer alleges that there may have been an over inflation issue with the balloon. The doctor reports possible laceration of the mainstream bronchus. No patient harm reported.